Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a zero tip nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, a portion of the distal end of the sheath detached inside the patient. The size of the detached portion is unknown, but it was successfully retrieved from the patient using biopsy forceps. A stone of unknown size was in the retrieval basket when the malfunction occurred. The stone was released, and the retrieval basket was removed from the patient with no complications. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The device was returned with the basket cut away from the drive wire, and the sheath severely kinked and bent. A microscopic examination revealed laser like burn marks on the ends of the sheath and drive wire. The dfu states, "this device must not come in contact with any electrified instrument. This device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury." It is highly possible that the basket legs breaking was due to the handling of an electrified instrument in close proximity to the basket. Therefore, the most probable root cause for this complaint is user/use error. Additionally, a kinked sheath may increase the resistance between the sheath and drive wire and prevent the handle from being able to function the basket. The secondary most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on march 17, 2010 that a zero tip nitinol stone retrieval basket was used in an unknown procedure performed on (B) (6) 2010 (patient weight is unknown). According to the complainant, a portion of the distal end of the sheath detached inside the patient. The size of the detached portion is unknown, but it was successfully retrieved from the patient using biopsy forceps. A stone of unknown size was in the retrieval basket when the malfunction occurred. The stone was released, and the retrieval basket was removed from the patient with no complications. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.